Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: discoloration nad/or wear. Event description: it was reported that 71 years old female patient underwent a revision surgery on mar 15, 2019 where the pe insert, fitmore stem and the cocr head were replaced. The reason for the revision is not indicated. Review of received data: photos of the explanted head, stem, and pe liner were reviewed. All the items are covered in blood. The stem shows bone on-growth on the neck. Device analysis: visual examination: fitmore hip stem, durasul alpha insert and cocr head were received for the investigation. The fitmore hip stem shows small islands with bone attachments on the titanium vacuum plasma spray coating (ti-vps). The distal rough-blasted surface shows almost no bony on-growth. Polished areas are also visible at the coated zone of the stem which could be a sign of possible loosening. On the neck area numerous scratches, nicks and polished zones are observed, whereas the trunnion shows dents and horizontal scratches. The alpha insert is observed to have yellowish discoloration present on the articulation surface. Numerous fine and few coarse scratches can be observed with the unaided eye on the articulation surface. 4 dark points are noticed on the surface, which could be penetrated dry blood or 3rd body particle. Scratches due to removal forces applied during revision are seen at the rim. The pole of the insert is damaged. 2 indents on the anchoring surface due to contact with the metallic spikes of the shell are correctly located which would indicate a correct seating of the insert within the shell. Cocr head has no deformation visible on the taper surface. Inner chamfer of the head shows deformations in form of minor dents and nicks. Articulating surface of the head is observed to have rather matt areas covering almost more than 3/4 of the head articulation surface which would indicate a wearing issue. Loaded and unloaded areas are visible by eye. Multiple dents are also noticed on the articulation surface. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Surgical techniques are not reviewed as no primary surgery notes were received to confirm correct implantation method was used or not. Conclusion: based on the returned product the complaint of revision surgery could be confirmed. However, no information regarding the cause of the revision or event details are given. Thus a meaningful event analysis is not possible. Visual examination of the products show that the items are slightly damaged most possibly during the revision surgery. Wear of the femoral head and nicks may be attributed to a subluxation situation, but this cannot be confirmed given the lack of clinical background of this case (e.g, inclination and anteversion angle of the cup, laxity of the hip or changes of the position of the implants over time in vivo). Deformation observed on head/liner surfaces could be due to particles existing in between the interfaces. Slight bone attachments observed at the stem surface might be possible sign for loosening but cannot be evidenced in the absence of any clinical data such as x-rays, the investigation results did not identify a non-conformance or a complaint out of box (coob). Review of the device history records for the product did not identify any deviations or anomalies related to the revision surgery. In conclusion, due to significant lack of data the reasons leading to the revision surgery stays unknown. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00196.

Manufacturer narrative:
Concomitant medical products: item# 01.00013.207, lot# 2911657, durasul alpha insert,gg/28; item# 01.00551.306, lot# 2874239, fitmor hip stem b ext offs s6; item# 14.28.06-20, lot# 2918905, cocr head 28/0 med 12/14. Premarket identification: this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k013935. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer received 5 pictures of the explanted devices and will be reviewed as part of ongoing investigation. Further, no other x-rays, or other source documents were received for review. Device history record (DHR) was reviewed and no discrepancies were found. The following reports are associated with this event: 0009613350-2019-00194, 0009613350-2019-00195. The investigation is not yet completed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information or investigation results become available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient underwent a revision due to unknown reason. Attempts have been made to obtain additional information; however, no further information has been provided until the time of this report.